Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that the battery compartment was cracked. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: the cartridge and battery caps were not returned with the product. A test battery cap was used during testing. The battery compartment was observed to be cracked from the threads to the seal case. Unrelated to the initial complaint, the display was observed to be dim, fading, and reddish in color. The bolus button cover was observed to be torn and responded intermittently. The keypad cover was observed to be torn at the ok button, and all keypad buttons responded intermittently to testing. The keypad cover was removed and contamination was found under all contacts and the ok button contact was observed to be damaged and did not spring back after depressing it. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.